Manufacturer narrative:
During treatment there is a risk of damage to the rectal wall that can lead to fistula formation. A small fistula may heal with conservative management, though a larger fistula may require intervention to correct. The manufacturer encourages and insists all practitioners to follow the user manual, labeling, warnings, and cautions, and to complete the required training on the best techniques for using the device.

Event description:
On (B)(6) 2026, the manufacturer was made aware that a patient had presented rectourethral symptoms post treatment. Per the information, patient was referred for fistula repair and further evaluation.